Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter. An error occurred in the perfusion pump when attempting to perform post mapping. The error indicated that perfusion was not functioning properly, and the drip rate from the catheter was less than during pre-mapping. Therefore, the catheter was replaced at the doctor's discretion. No adverse patient consequence was reported. Additional information indicated that the suspected device for the reported flow/irrigation issue is the catheter. A hospital-owned infusion pump was used.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. As such, section d9 has been populated. It was reported that an error occurred in the perfusion pump when attempting to perform post mapping. The error indicated that perfusion was not functioning properly, and the drip rate from the catheter was less than during pre-mapping. Device investigation details: following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly. No obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. The irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: flush the catheter with heparinized normal saline prior to insertion into the body and ensure that saline flows through the distal end of the irrigation lumen. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).